Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check electrode belt messages) has been confirmed. Upon investigation, the electrode belt failed a current test. The cause for the failure was isolated to a defective violet (agnd) wire in cable that connects the distribution node (dn) and front therapy electrode. The wire was breaking down under low current. The root cause for the defective wire could not be positively identified. No adverse event resulted from the defective violet wire. The pt received a replacement electrode belt.